Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness inflammation and swelling under the entire patch area. According to the mother, the patient got an infection and cellulitis in his arm. Symptoms include hard red swollen and puffy that extended in his whole arm. Prior to going to the doctor, reporter provided warm compress, but it just kept getting bigger. They had to go to a healthcare provider 2 days later and was prescribed an antibiotic and drained the pus. The patient was given an oral medication (keflex, dosage unknown) given twice a day. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).